Manufacturer narrative:
Secondary intervention required.

Event description:
A talent stent graft sys was implanted into a pt for the endovascular treatment of a 4.9 mm abdominal aortic aneurysm. It was reported that the pt was not an open surgical repair candidate. It was reported that the vessels were severely calcified, severely tortuous and the access was tight. It was reported that the stent graft was unable to gain access into the contra lateral gate with the iliac limb. The aorta bifurcation was very tight. The physician attempted to put in an iliac conduit and ballooning the vessel however, the physician still was unable to gain access to the contralateral gate. The physician elected to convert the talent bifurcated stent graft to an aui and performed a femoral to femoral cross over. It was reported that the following day, the pt experienced multiple organs shut down and the pt expired.